Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric bypass the surgeon went to fire the device in the anastomosis and heard a crack when firing. Staple reload did not fire and staff replaced with new handle and tan reload. There was no patient harm.